Event description:
It was reported that a patient¿s representative contacted the manufacturer regarding an implantable neurostimulator pain stimulation implantable pulse generator (ipg) and stated that the patient was experiencing severe pain with electric shock¿like sensations throughout the body, including the legs and feet, along with significant back pain. The representative stated that lying on the back on a firm surface was uncomfortable and that the device felt too close to the surface, was palpable, and caused pain at/around the implant site. The representative expressed concern that the leads may have shifted and reported that an x-ray evaluation of the implantable neurostimulator had been performed a few weeks or months earlier to assess possible lead shift. The representative reported reduced effectiveness of the spinal cord stimulation therapy after a battery replacement compared with the prior seven years and stated that the patient noticed an immediate change in therapy after the battery replacement. The representative also reported additional spinal problems involving the vertebrae and stated it was difficult to discern how much pain was due to progression of spinal issues versus changes in stimulation. The representative was redirected to the healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.